Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate results on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent the patient a letter. The following is based on the initial call placed to lfs. The patient mentioned that on (B)(6) 2012 around 2:00pm the patient had felt dizzy and had an intoxicated feeling. The patient ate more food/drink. The patient the tested approximately 2 hours later at 4:00pm and obtained a 77 mg/dl on their ultra 2 meter and then tested on their one touch ultra mini meter and also obtained a 77 mg/dl. The patient then tested on an ems meter less than 30 minutes later and obtained a 50 mg/dl. The patient was treated with IV glucose. The products were replaced. The complaint is being reported since the patient alleged that due to the alleged inaccurate results on the patient's meter, she had developed symptoms and had to receive IV glucose by ems for a blood glucose result of 50 mg/dl on the paramedic's meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips, meter and control solution was requested back for investigation. The products have not been returned at this time. Retain test strips were tested and the test strips passed testing. Medical surveillance spoke to the patient on (B)(4) 2012 and she mentioned that on (B)(6) 2012 at 2:00pm, the patient had developed symptoms and was on the call with her husband. He noticed that she didn't sound too well and contacted the paramedics on the other line. She was treated as stated in the initial medwatch report for 50 mg/dl on the paramedics meter and was treated by the paramedics. The patient claims that there have been lots of health problems and blames the meter for the problems. The patient has not seen or spoke to her physician due to this issue and her diabetes regimen had not changed. She takes lantus once a day in the morning. She claimed she was planning to speak to her physician about the incident. The complaint remains the same as an adverse event.